Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over acting. The insulin pump was under delivering and the insulin pump got very hot. Customer stated that the insulin pump sometimes showed very high blood glucose level. Customer stated that the insulin delivery stopped sometimes. Customer changed the set and sometimes received insulin flow blocked alarm. Customer sometimes turned the sensor feature off in terms to see if it works. Customer experienced hyperglycemia. Customer's blood glucose level at the time of event was 300 mg/dl and at the time of call was 250 mg/dl. Customer was using insulin pump system within 48 hours of reported event. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08725 inches. P-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Pump was monitored during testing and no device heating up noted. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 6.9 units of normal bolus were delivered on event date(B)(6) 2021 between (B)(6) 2021 14:23:58.000 and 22:06:30.000. No unexpected insulin flow blocked alarms noted during testing, however, a no delivery alarm on (B)(6) 2021 06:49:50.000 during bolus was present in the history/trace file. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly and the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked retainer. Pump passed functional testing and no under delivery anomalies noted during testing. No unexpected alarms/alert/anomalies noted and unable to verify high bg's. Insulin flow blocked alarm was not confirmed. No relevant insulin flow blocked alarms noted in pump history. Moisture damage noted on the electronic stack and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.